Event description:
It was reported that the caller is seeing far field r-wave over sensing. The far-field signal is the same size as the p-waves, so she cannot reprogram the sensitivity without causing atrial under sensing. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.